Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was going to be used for a biliary drainage procedure in the bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter broke and the stent failed to deploy. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event.